Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The procedure was done under local anesthesia and xylocaine. After the spaceoar procedure, within less than a minute, the patient had discomfort, decreased blood pressure (systolic blood pressure 120 to 60), and decreased spo2 (99 to 75). A vagal reflex was suspected, but the patient still had general redness and wheezing. The patient was treated with adrenaline, sol medrol, and polaramine. The patient has fully recovered and received external beam radiation therapy (ebrt).